Event description:
It was reported the programmer would not interrogate devices. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the interrogation issue was due to the rf (radio frequency) head; unable to interrogate with a known good programmer. Rf head found out of specification on downlink sense tests and uplink functional tests; rf head cable found out of electrical specification. Concomitant products: product ID 2090w programmer. (B)(4).